Event description:
Blanketrol machine signaled low water level and patient's bed was wet - water on the floor. Patient given rocuronium and ativan before changing cribs. Patient tolerated change well. There was a failure at the seam of the blanket.